Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call, it was reported that the insulin pump just shut off and the display of the device was completely blank. The customer stated that they shook the insulin pump and it turned on. There was no loose battery cap noted. The customer stated that they used their sensor for twelve days which, according to the customer, was approved by their doctor. The customer's blood glucose was unknown at the time of the event since it had occurred two months prior to the phone call. The sensor glucose readings different from the blood glucose readings by more than twenty five percent. The customer stated that they have rapidly changing blood glucose levels. They calibrated the device approximately five times a day, which is more than the recommended times. The customer's blood glucose was unknown. Nothing further was reported.